Event description:
This device showed eri at follow up with a voltage of 3.11. The patient claimed they had no procedure and had not been shocked. The data was reviewed and the device was found to have an unrecoverable error. It was stated that this error normally occurs when there is radiation exposure. This device was explanted and replaced. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, confirming the device status eri. The ICD was implanted for 20 months and 15 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed that the ICD activated the eri status, because it detected invalid memory content in the live-holter during an automatic signature check. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In the case that there was invalid memory content found in the live-holter, the ICD will by design, activate the device status eri to avoid an incorrect automatic longevity calculation. Furthermore, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was normal and as expected. In conclusion, the clinical observation resulted from an invalid memory content in the live-holter. The invalid memory content was automatically detected by the device leading to the activation of the eri status. The ability of the device to deliver therapies is not affected by this safety mechanism. Based on the available data the root cause for the invalid memory content could not be determined. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation.